Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the atrial lead exhibited under sensing. The device was reprogrammed. The patient would continue to be monitored.